Manufacturer narrative:
Eval summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A center reported that following an intraocular lens (iol) implant procedure, a pt experienced night time glare and dysphotospsia. The lens was exchanged none months later for another model iol, 1.5 diopters difference in power. Add'l info has been requested.